Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient had burning sensation. Inadequate stimulation and headache were also noted. The patient underwent an ipg replacement procedure. No device malfunction was suspected.